Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400. 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucise exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the arm. Patient woke up "vomiting and completely 'out of it.'" Subsequently, patient was taken to the hospital by husband, diagnosed with diabetic ketoacidosis, and hospitalized in the intensive care unit for a period of 6 days. Patient experienced vomiting and fell into a coma. Treatment included intravenous delivery of insulin. It should be noted that 2 different types of insulin were administered: levemir and an unknown "fast acting" insulin. Patient was being treated, simultaneously, for a sinus infection with an unknown set of antibiotics. Further information on this event was unclear as patient can not remember all details.